Event description:
The facility reported that a pca pump "delivered wrong amount during pt use". Reportedly, the dose was set for 0.3 mg and was not providing relief to the pt. The hosp rep stated that no pt injury or medical intervention has been reported. No add'l contact info was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.